Event description:
It was reported that the device was fractured. The calcification and stenosis was located in the right coronary artery (rca). A guide extension catheter was advanced to the target lesion. During the procedure, it was noted that the connector was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. The device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter in two pieces. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Inspection revealed a complete separation at the collar, tip damage (misshapen), and kinks in the distal shaft located 2mm, 24mm, and 23.9cm from the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the device was fractured. The calcification and stenosis was located in the right coronary artery (rca). A guide extension catheter was advanced to the target lesion. During the procedure, it was noted that the connector was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.